Event description:
Information received indicated the head section would not raise.

Manufacturer narrative:
The head cylinder rod was bent. The head cylinder was replaced and the bed functioned to specifications.